Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set luer lock became loose a few times. The customer reported experiencing elevated blood glucose (bg) levels above 400 (mg/dl). A bolus was delivered and the pump basal rate increased to 250% to address bg levels. Customer changed infusion set and resumed insulin.